Event description:
During the evaluation of the device at the manufacturer's service center, the device had a black screen. The customer asked that no repairs done to the device. The device will be returned to the customer unrepaired.